Event description:
Pt was injected with radiesse dermal filler in the nasolabial folds, the next day she had redness and swelling to the left nasolabial fold.

Manufacturer narrative:
Pt was injected with radiesse dermal filler in the bilateral nasolabial folds. The next day the pt had redness and swelling of the left nasolabial fold. She was admitted into the emergency where she was diagnosed with a cellulitis and prescribed keflex and cipro. The pt has completed her course of antibiotics, she will have a scar where the infection was and it will be treated with laser surgery.